Manufacturer narrative:
Corrected data: the reporter name was updated to reflect the name of the facility in which the surgical intervention occurred. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2023-06477. It was reported that the patient's leads are exhibiting high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.